Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The instrument was found to have 2 bent grips, causing them to be misaligned. The offset at the tips was 0.69mm and failed clipping test. The grips were not found to be cracked. The finding is related to the customer complaint. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of a medium-large clip applier instrument were bent and not releasing the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.